Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6; -5.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with shorter length lens later that same day due to excessive vault the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).